Manufacturer narrative:
Investigation: the complaint was investigated for the transducer not being recognized by the x700 ultrasound system. The catheter was returned, and investigated. During the investigation, it was found that the issue was caused by damage to the recognition circuit flex on the tab bottom. It is recommended to use care when using the catheter. There is also a reference in the user manual.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was under general anesthesia underwent an atrial fibrillation (afib) procedure. At the beginning of the procedure, while the doctor was getting femoral access, it was noted that the transducer was not being recognized by the ultrasound system. The catheter was replaced to continue and complete the afib. There was a delay of 10 minutes while the replacement catheter was prepped. There was no loss of data and there was no patient adverse event reported. No additional information was provided.